Manufacturer narrative:
The device was evaluated. Corrections included disconnecting and reconnecting central station power cables. All devices operating per specifications.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.